Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that after inserting the catheter into the patient's left basilic, the nurse proceeded to grab the tabs of the peel-away sheath and break it away. At which time, one of the tabs broke off prior to completely removing the sheath. The rn was able to leave the catheter in place and remove the sheath. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of photographs provided by the customer. The photographs depicted a peel away sheath in two pieces. The entire length of the sheath body appeared intact but one side of the tab was separated from the body creating the second piece. This product is being investigated at the manufacturing site for the same issue. The probable cause is manufacturing related. Additionally, the reported lot number is included in the scope of a field corrective action under our reference number 2518433-101415-009-r.